Event description:
It was reported that an unknown patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that the patient experienced a steam pop during the procedure. The reporter states that while they were ablating at 40 watts the steam pop occurred. Ablation was stopped and a pericardial effusion was noted and it expanded quickly. The patient had cardiac tamponade but did not code. A pericardiocentesis was performed and 3 liters of fluid was removed. The bleeding did not stop so the patient was then operated on the lab. At the time of the call the patient was stable but still being operated on. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that the patient experienced a steam pop during the procedure. The medical team stated that while they were ablating at 40 watts the steam pop occurred. Ablation was stopped and a pericardial effusion was noted and it expanded quickly. The patient had cardiac tamponade but did not code. A pericardiocentesis was performed and 3 liters of fluid was removed. The bleeding did not stop so the patient was then operated on the lab. At the time of the call the patient was stable but still being operated on. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30663824l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).